Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was successfully implanted. The patient was discharged on dual anti platelet therapy (dapt). The patient had a routine 45-day follow-up and imaging revealed a device related thrombus on the closure device. The location and the size of the thrombus was unknown. The patient was prescribed xarelto.